Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete, a follow up report will be submitted. No pt involvement.

Event description:
It was reported that the radical-7 units has some color lines on the screen. These devices were never used. These devices are in storage for nearly one year. The device display is abnormal. Add'l info received indicated that it is unk if the values are correct as these devices were never used and stored in the distributor's storage. The distributor did not connect a cable to the device. The color lines on the display were observed when the devices were powered on. It is unk if the audible alarms work as the units were only powered on. The color lines does obstruct the values. No pt involvement.